Event description:
Related manufacturer reference number: 2017865-2024-73336. It was reported that the patient presented to an implant procedure. During the procedure, after fixating the leadless pacemaker, the device exhibited high capture threshold. An attempt was performed to reposition the device, but it dislodged after docking it with the catheter and before un-fixating. A pericardial effusion was then confirmed. The patient underwent a thoracotomy and hemostasis was achieved. The patient condition was stable post-procedure.

Manufacturer narrative:
Reported event of capture problem was not confirmed. Reported event of dislodged or dislocated device was not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. Further analysis performed, including output verification found no anomaly contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.